Event description:
It was reported that an alarm was heard and confirmed by telemetry. A 48 hour tube set message was noted on interrogation; the pump was stopped for 238 hours. No patient symptoms were reported. Additional information has been requested form the hcp, but was not available as of the date of this report.